Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that two different leads were attempted, but not implanted. Both leads were reported to be "broken". A new lead was implanted. No patient complications have been reported as a result of this event.